Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for air detected in the cassette during drain 5 of 6. She found fluid leaking near the patient line onto the floor. The casette are was dry. Treatment was canceled and the patient switched to manuals. She was advised to contact her nurse. During follow up the patient reported that she did not have any adverse event from the leak. The set was discarded.